Manufacturer narrative:
The reported event of an unexpected reset was confirmed by analysis. The device voltage was above elective replacement indicator (eri) upon receipt. Final analysis found that a reset error occurred, consistent with the time of the device drop. No other anomalies were detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the newly placed implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was not implanted and an alternate device was implanted instead on (B)(6) 2026. The patient was in stable condition.